Manufacturer narrative:
(B)(4). D4 lot no - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 230pm, the patient¿s cgm alerted the patient to a low value of 50 mg/dl and then the sensor went into a ¿no readings¿ error state. The patient did not have access to a bg meter reading to use. She also mentioned being out of town with no access to an ambulance. The patient was sweating, feeling hot, and had presyncope. The patient self-treated with soda and candies but it was reported this did not resolve the issue. The patient¿s husband went to purchase some glucose gel for the patient to use as treatment. The patient was ¿feeling okay¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.